Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored for three days and no blank display anomalies noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No low battery alert or replace battery now alarm noted during testing or in the pump trace download.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 400 mg/dl. Customer¿s current blood glucose was 170 mg/dl. Customer received low battery alert prior to the replace battery now alarm. The insulin pump will be returned for analysis.